Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine device follow-up check. Upon device interrogation, the implantable cardioverter defibrillator exhibited episodes of post paced t-wave over-sensing and false automatic mode switch due to far r wave over-sensing. Programming changes were made on the device. The patient was stable before and after the programming changes.